Event description:
Device was returned to manufacturer for analysis with report that the "pump stopped working". Further investigation revealed that pt had experienced symtpoms of "tightness" so had reported to the physician. It was determined that the pump was not running and the pt was placed on oral baclofen. The pump was replaced and the pt had recovered from the surgical procedure and is doing well.